Event description:
It was reported that right ventricular (rv) pace impedance was intermittently greater than 2500 ohms. Noise was also present on the rv channel which resulted in stored ventricular events. The shock impedance was stable. Boston scientific technical services recommended performing x-rays to evaluate the implantable cardioverter defibrillator (ICD) system. At this time, the ICD and rv lead remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).